Event description:
The report received from the affiliate indicated that the patient had an interventional procedure performed via femoral access which was described as a clean, single-stick puncture of the anterior wall only. The patient weighed (B)(6) kilograms and received 5,000 units of heparin during the procedure which is normally weight adjusted at 70 units per kilogram with a minimum of 5,000 units. The patient was on diclofenac and was considered to be high-risk due to a number of factors primarily arthritis. The physician was not able to use his preferred radial access for the procedure. A 6 fr. Cordis catheter sheath introducer (csi) was used for the procedure. The physician used a 6 fr. Exoseal vascular closure device (vcd) after the procedure. After deployment of the exoseal device, there was concern over hemostasis being achieved as a small hematoma developed. The physician applied pressure for approximately eight to ten minutes (8-10) and a nurse also applied pressure for an additional five (5) minutes. Hemostasis was noted to have been achieved although some oozing was still present. The hematoma had disappeared. A femostop device was applied to the site on the ward. A retroperitoneal bleed had occurred via the anterior wall. The patient experienced secondary organ failure due to the primary bleeding and expired. A post-mortem/autopsy and cause of death are still pending. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. The report received from the affiliate indicated that the patient had an interventional procedure performed via femoral access which was described as a clean, single-stick puncture of the anterior wall only. The patient weighed (B)(6) kilograms and received 5,000 units of heparin during the procedure which is normally weight adjusted at 70 units per kilogram with a minimum of 5,000 units. The patient was on diclofenac (nsaid) and was considered to be high-risk due to a number of factors primarily arthritis. The physician was not able to use his preferred radial access for the procedure. A 6 fr. Cordis catheter sheath introducer (csi) was used for the procedure. The physician used a 6 fr. Exoseal vascular closure device (vcd) after the procedure. After deployment of the exoseal device, there was concern over hemostasis being achieved as a small hematoma developed. The physician applied pressure for approximately eight to ten minutes (8-10) and a nurse also applied pressure for an additional five (5) minutes. Hemostasis was noted to have been achieved although some oozing was still present. The hematoma had disappeared. A fem-stop device was applied to the site on the ward. A retroperitoneal bleed had occurred via the anterior wall. The patient experienced secondary organ failure due to the primary bleeding and expired. A post-mortem/autopsy and cause of death are still pending. Additional information has been requested. The sterile lot number for the devices has not been provided therefore a device history report review could not be performed. Retro-peritoneal bleed is listed in the IFU as a serious risk associated with the use of a vascular closure device and gaining femoral artery access. If hemostasis is not achieved with the exoseal device then light manual pressure should be applied until hemostasis is achieved. Whether manual compression or the use of an external device is used to achieve hemostasis, access site assessment and management should be followed per hospital protocol. In this case, the patient's level of anti-coagulation and characteristics of the vasculature were not reported; therefore, they cannot be excluded as potential contributing factors in the inability to achieve hemostasis. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please note that this is the initial/final report for this product.

Manufacturer narrative:
The alert date for this complaint should have been (B)(6) 2011.